Manufacturer narrative:
(B)(4). Batch # m5340f. The analysis results showed that the tx30v device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot/batch number. The one provided does not correspond to this product code. On which firing did this occur? Was the firing trigger advanced and no staples deployed? If the device did deploy staples, what was the shape of the staples (b-formation, irregular, legs straight)? What interventions were done to stop the bleeding? How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding? What is the current status of the patient?

Event description:
It was reported that during a hepatic transplantation procedure, during an anastomosis of the vena cava of liver transplantation, the stapler has not stapled with the charging. Reopening of the staple line, this has caused a hemorrhage. Another like device was used to complete the procedure.